Event description:
It was reported that when performing measurements to test this lead during implant, it exhibited impedance issues, failure to capture and pacing inhibition. Reportedly, the lead was tested multiple times and it did not show any activity. Subsequently, the physician decided to remove this lead and a new one was successfully implanted. No adverse patient effects. The lead is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed a fractured rs+ cable approximately 620 millimeters (mm) from the terminal end. Detailed analysis suggests the lead was likely pulled to fracture during implant procedure, indicating an induced damage. The observed damage is not deemed to indicate a product defect or malfunction as it is traced to unintended use error.

Event description:
It was reported that when performing measurements to test this lead during implant, it exhibited impedance issues, failure to capture and pacing inhibition. Reportedly, the lead was tested multiple times and it did not show any activity. Subsequently, the physician decided to remove this lead and a new one was successfully implanted. No adverse patient effects. The lead was returned for analysis.